Event description:
It was reported that the home choice (hc) displayed system failed during use on the home choice (hc). The caller stated the hc then shut off after the alert. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A trend review and service history review will be performed. Should additional relevant information become available, a follow-up report will be submitted.